Manufacturer narrative:
Correction to section d6: the valve was not implanted. The valve was returned used and expanded in a solution jar with delivery system and sheath. The returned device was visually inspected for any abnormalities and the following was observed: gouges on flex tip; one (1) bent strut at the inflow side near c1; valve frame slightly distorted; all struts exposed through skirt, normal after crimped and used; valve wrinkle and dehydrated, likely due to storage condition (prolong crimping) during the return handling process. No functional and dimensional testing were able to be performed due to device return condition. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the returned device and imagery. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigation's did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'while doing alignment, the team noticed one of the struts was sticking out'. Additionally, the patient's access vessel had presence of tortuosity. The present of tortuosity can create challenging pathway during delivery system advancement. It is possible that the valve strut catches within the sheath during the delivery insertion through the sheath, and the subsequent push force (as indicated by the gouges seen on flex tip) resulted in the bent strut observed. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. In this case, vessel trauma occurred in the descending aorta and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, during valve alignment, the team noticed a valve bent strut sticking out. The system was removed as a unit and vessel trauma occurred in the descending aorta. A new valve was successfully implanted. The patient was transferred to the or for vascular repair. The patient is in stable condition post procedure.